Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was electively explanted (date not reported) due to the patient requiring MRI scans. It was also reported that the patient experienced pain at the magnet site.